Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) vista nova study, patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a non-abbott balloon. During the procedure, after the pre-bav, a left bundle branch block (lbbb) was noted. The final implant depth at non-coronary cusp (ncc) was 4.49mm and left coronary cusp (lcc) was 5.54mm. Before the end of the procedure, a coronary obstruction occurred. For treatment, a coronary percutaneous intervention (angioplasty/stent) was performed. After the procedure, a selected lca coronarography showed an occlusion of diagonal vessel treated with an angioplasty with a non-abbott. After a few minutes chest pain and re-occlusion of the same diagonal treated with angioplasty with an abbott device resolved the issue.